Event description:
The technician alleged that the bed had no nurse call. No pt impact.

Manufacturer narrative:
The technician found bent prongs on the communication cable. The technician straightened the prongs on the communication cable to resolve the issue.